Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery procedure. It was reported by the rep that the ez45b fired normally on 1st firing. The device locked out prematurely when first reloaded. Another instrument was used to complete the case. There was no consequence to the pt.